Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: pump reboot events were observed in the black box beginning on (B)(6) 2015. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. The pump case was cracked in a corner of the display area. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no evidence of additional moisture inside the pump.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.